Manufacturer narrative:
This report is being submitted in pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by mitek or its employees that the report constitutes an admission that the device, mitek, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. H10 additional narrative: investigation summary: according to the information received, it was reported that during an meniscus repair procedure the omnispan meniscal repair system/27 degree did not connect with the gun properly. The complaint device has not been returned, therefore unavailable for a physical evaluation. However, a photo was provided. Upon visual inspection of the photo, it was observed that one needle had both implants inside the needle, no anomalies were identified. The photo did not provide enough evidence to confirm the complaint; therefore, this complaint cannot be confirmed. As a potential cause cannot be associated to manufacturing, therefore a manufacturing record evaluation is not required. No information was provided on how or when the failure has occurred, therefore a definitive root cause could not be determined. Hands on analysis should provide the evidence necessary to confirm the root cause. The possible root cause of the failure reported could be related when not insert the deployment gun shaft into the open end of the needle package and into the connector end of the needle until the needle clicks onto the deployment gun and not secure it in place with the push down on the needle lock lever to advance the sleeve over the needle. However, it cannot be conclusively affirmed. As per IFU, it is important to follow the instructions for assemble needle to deployment gun. Also, the needle should always be attached to the deployment gun with the open slot in the needle facing upward. Further, a review into the mitek complaints system revealed one dissimilar complaint for this lot that were released to distribution. At this point in time, no corrective action is required, and no further action is warranted. However, in depuy synthes mitek, additional complaint information monitoring for potential safety signals is conducted through complaint trending as part of post market surveillance.

Manufacturer narrative:
This report is being submitted in pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by mitek or its employees that the report constitutes an admission that the device, mitek, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. H10 additional narrative: investigation summary ==> according to the information received, it was reported that during an meniscus repair procedure the omnispan meniscal repair system/27 degree did not connect with the gun properly. The complaint device has not been returned, therefore unavailable for a physical evaluation. However, a photo was provided. Upon visual inspection of the photo, it was observed that one needle had both implants inside the needle, no anomalies were identified. The photo did not provide enough evidence to confirm the complaint; therefore, this complaint cannot be confirmed. As a potential cause cannot be associated to manufacturing, therefore a manufacturing record evaluation is not required. No information was provided on how or when the failure has occurred, therefore a definitive root cause could not be determined. Hands on analysis should provide the evidence necessary to confirm the root cause. The possible root cause of the failure reported could be related when not insert the deployment gun shaft into the open end of the needle package and into the connector end of the needle until the needle clicks onto the deployment gun and not secure it in place with the push down on the needle lock lever to advance the sleeve over the needle. However, it cannot be conclusively affirmed. As per IFU, it is important to follow the instructions for assemble needle to deployment gun. Also, the needle should always be attached to the deployment gun with the open slot in the needle facing upward. Further, a review into the mitek complaints system revealed one dissimilar complaint for this lot that were released to distribution. At this point in time, no corrective action is required, and no further action is warranted. However, in depuy synthes mitek, additional complaint information monitoring for potential safety signals is conducted through complaint trending as part of post market surveillance. ----------------------------------- visual and dimensional inspection: drawing: dwg-109207. Document specification review: IFU- 109282,according to the information provided, it was reported that during meniscus repair, omnispan implant did not connect with the gun properly the product was returned to mitek for evaluation. Mitek then conducted visual inspection of device received. The needle was received and evaluated. The omnispan gun used in this procedure was not returned along with the needle. Visual inspection revealed that the suture and implants still attached in the needle. The proximal ends of the needle was deformed; therefore, it cannot be connected in the gun properly. This complaint can be confirmed. A manufacturing record evaluation was performed for the finished device lot number:7l70310, and no nonconformances were identified. No information was provided on how or when the failure has occurred, therefore a definitive root cause could not be determined. A further, a review into the depuy synthes mitek complaints system revealed no other complaints of any kind for this lot of 392 devices that were released to distribution. The possible root cause can be attributed to procedural variables, such handling of the device or product interaction during procedure, an excessive manipulation of the device, tilting movements in the proximal parts of the needle while it was inserted in the gun causing the ends of the needle to be bent. As per IFU, it is important to follow the instructions for assemble needle to deployment gun. Also, the needle should always be attached to the deployment gun with the open slot in the needle facing upward. At this point in time, no corrective action is required, and no further action is warranted. However, in depuy synthes mitek, additional complaint information monitoring for potential safety signals is conducted through complaint trending as part of post market surveillance.

Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes, or its employees that the report constitutes an admission that the product, depuy synthes, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. H10 additional narrative: d9, h3, h6: the actual device has been returned and is currently pending evaluation. Once the device has been evaluated, a supplemental medwatch report will be sent accordingly.

Manufacturer narrative:
UDI: (B)(4). To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported by the sales rep in (B)(6) that during a meniscal repair procedure on (B)(6) 2021, it was observed that the omnispan meniscal repair system/27 degree device did not connect with the gun properly. There were no adverse patient consequences reported. No additional information was provided.